Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified artery. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was found out that stent strut was lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.